Event description:
Patient reported they had a "bad" lead once. It was confirmed that there were no issues with the patient's current non-boston leads. Patient previously had the two boston leads above(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).